Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri. Externalized conductors were observed via cine. During lead testing high thresholds and low impedance were noted. The decision was made to program the svc off. Lead to be monitored.